Manufacturer narrative:
Device reportedly replaced by 5mm end-cap and not implanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an antigrade femoral nail (afn) was applied for a surgery of femoral shaft fracture. During surgery, it was reported that the surgeon had difficulty mounting the end-cap to the implanted nail. Eventually, the surgeon used 5 mm end-cap instead to complete the surgery. The operation was extended for ten (10) minutes. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates: not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 10june2015. Expiry date: 01june2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: end-cap f/a2fn received in a used condition. The received end-cap does shown traces of use inside the stardrive, shaving marks on the surface of the diameter. Further the diameter does show burrs where the material has become a shiny surface and was removed with mechanical force. This diameter could only be measured with the tips of the caliper on the original, not damaged surface section. The provided functional test with the screwdriver 03.010.110 and the a2fn nail 04.009.260 showed that the recess is in working order and the end-cap could be mounted on the nail without any problem. Complaint description is unconfirmed. No manufacturing related problem could be detected. It is likely that the end-cap was inserted in a tilted position and material of diameter has been worn away covered up on the other side of this diameter which led to the problem with difficulties by insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.